Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition, the patient reported the pod's cannula was found to be dislodged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while wearing a pod between 4 and 24 hours the pods pink slide slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition, the patient reported the pod's cannula was found to be dislodged. The patient's blood glucose (bg) values reached over 250 mg/dl. As treatment, a new pod was applied.